Event description:
It was reported that the tubing of an intravenous solution administration set became disconnected from the drip chamber. This occurred during a patient infusion of an unknown solution for stem cell therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was receiving their own stem cells for their cancer treatment. The patient did not receive any treatment prior to the separation on the device. There was no patient injury or medical intervention in association with this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned for evaluation. However, a companion sample was received; the customer indicated that they purposefully disconnected the tubing from the drip chamber to simulate the reported problem. Also, a photo of the actual sample was provided. Photographic inspection of the actual sample revealed that the tubing had disconnected from the drip chamber. Visual inspection of the returned companion sample also found the tubing to be disconnected from the drip chamber (on purpose by the customer in order to simulate the problem). Close visual inspection to the tube end revealed that the tubing was inserted onto the chamber within specification. The evaluation confirmed the reported condition. The cause could not be determined. The reported issue is currently being investigated via a CAPA.